Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Upon conclusion of the investigation, the cause of the iipv could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (b)(64) 2015 at 20:29:03. During night drain cycle six, the patient's ultrafiltration reading was 1026ml, indicating the home patient drained 966ml more than their maximum programmed fill volume of 1200ml. No additional information is available.